Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. An undetermined amount of diluent leaked from the instrument and onto the floor. The instrument also generated an error condition of vote-outs (non-numerical results) for the red blood cell (rbc) and platelet (plt) parameters. The operator was wearing personal protective equipment when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing disconnected from the check valve (cv6) at the sweep flow (sf1) to resolve the leak and voteout issues. He also replaced the mixing chamber (mc1) electrical harness, solenoid block (mf15) for the mix module and the peltier (plb1) fan, which were all damaged by the leak. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).